Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of 529 mg/dl. The customer was not feeling anything on her legs. The customer was treated for four hours and released. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported the insulin pump would not exit the preparing to prime loop. Troubleshooting was performed and informed customer the insulin pump has to be replaced. Customer was advised to revert to back up plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump primed properly. Pump was monitored and no unexpected low battery alert alarms, unexpected powering off, or blank display occurred during testing. Pump received with corroded battery tube, cracked reservoir tube lip, broken battery tube threads, case cracked at the reservoir tube window corner, cracked reservoir tube window, stained lcd resilient cover, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.